Manufacturer narrative:
The patient underwent prodisc c removal and replacement with an acdf using an unknown plate and cage system. The revision was due to persistent pain which the revising surgeon believed was contributed to by the anterior position of the prodisc c device. It is not known nor indicated if the devices anterior positioning was present at the time of implantation on an unknown date in 2016, or the device migrated anteriorly post implantation. There was no indication of a device malfunction, and no clear indication of a use error in the position of the device. No DHR review could be completed as the part and lot numbers of the device were not provided. Complaint trending determined the rate of complaints was acceptable. The risk assessment includes risks associated with both migration and malposition of the prodisc c device. There was no indication of any new risks based on the investigation. No device was retrieved for evaluation. A reason for the device not being returned for evaluation was not provided. This submission is 1 of 1 devices involved in this event.

Event description:
A patient underwent surgical intervention on (B)(6) 2021 to remove the prodisc c us implant and replace it with an acdf using an unknown plate and cage system. The patient was scheduled for removal 1 week prior, the specific date is unknown. The patient presented with persistent symptomatic pain. The surgeon believes this pain may be contributed to by the anterior positioning of the prodisc c device. It was not indicated whether this position of the implant was the same as the time of implantation or the device migrated to this position post operatively. The prodisc c device was implanted on an unknown date in 2016.